Event description:
It was reported that a lead integrity alert (lia) was noted on the patients right ventricular (rv) lead for high impedance. Oversensing was also noted and a potential lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).